Event description:
It was reported to philips that the system's uninterruptable power supply failed, preventing the system from powering on. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system was not powering up due to ups failure. Upon troubleshooting, fse checked the power supply and found the ups was defective and fuse was blow at power supply control board of m cabinet. To resolve this issue, fse replaced fuse and bypass the ups. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.